Event description:
It is reported that the patient was revised due to loosening and instability.

Manufacturer narrative:
The information provided on this form was previously submitted under manufacturing report number 1822565-2013-01843. This report will be amended when our investigation is complete.